Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Device calibrated with sensor and test plug. No calibration anomaly noted. No sensor updating or calibration not accepted alerts noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump were delay feeling like it was worn out. The customer¿s blood glucose was 169 mg/dl. Customer also reported that the sensor had sensor updating alert, calibration not accepted alert and change sensor alert. Customer stated that the bleeding at site. The customer was advised to insulin pump would need to be replaced, discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.